Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis showed the inner coil over torque was shorting the ring electrode coil at the connector pin area. The damage was consistent with implant damage and could cause the impedance reading and capture anomaly.

Event description:
It was reported that at implant the right ventricular lead exhibited capture and lead impedance anomalies.